Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received backup battery faults on the power module backup battery. The backup battery was not functioning properly as they received both the yellow wrench light and the red backup battery indicator as well as a continuous audio tone. The patient had their battery replaced for the power module and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received backup battery faults on the power module backup battery. The backup battery was not functioning properly as they received both the yellow wrench light and the red backup battery indicator as well as a continuous audio tone. The patient had their battery replaced for the power module and the alarms resolved.

Manufacturer narrative:
Section h3: only the battery was returned. Section d4: correction to the serial number. Manufacturer's investigation conclusion: the reported event of a red and yellow led with audio alarms was confirmed. The power module, serial (B)(6), was not returned for analysis; however, the 12v battery, serial (B)(6), was returned for analysis. The battery was connected to a test power module and showed yellow and red leds with an audio alarm. The returned battery was functionally tested and was found to be completely discharged. The battery was fully recharged for a discharge test and depleted faster than the battery specification. Per provided information, the patient drove home for 2.5 hours and experienced an alarm on the power module. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 13feb2016. The receiving inspection for the battery, serial (B)(6), was reviewed and passed all tests. Heartmate power module instructions for use section 2-¿setting up the power module (pm) prior to use¿ states the user to contact the hospital and obtain replacement if the product is damaged or the yellow wrench symbol is lit. Heartmate power module instructions for use section 5-¿responding to alarms¿ explain how to properly interpret and troubleshoot alarms. No further information provided. The manufacturer is closing the file on this event.